Event description:
On (B)(6) 2014, the lay user/patient in france contacted lifescan to report the onetouch verio pro meter was giving inaccurately high readings. On (B)(6) 2014, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2014 at 9:00 pm, the patient obtained the post-meal blood glucose reading of 273 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values of 230 mg/dl to 250 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. Following this elevated reading, the patient took the action of exercising and walking. At 7:00 pm, the patient had taken her usual dose of 15.0 units lantus insulin. On (B)(6) 2014 at 1:00 am the patient experienced the symptom of sweating and dizziness. While symptomatic, the patient tested her blood glucose level with the reported meter and obtained the reading of 47 mg/dl. The patient administered self-treatment by consuming sugar and food and felt better afterwards; she did not seek any medical attention. The patient noted that she had not felt well and had not been eating very much during the past week after the loss of her son. On the morning of (B)(6) 2014, the patient had obtained the fasting blood glucose level of 70 mg/dl. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter was replaced. It is not clear if the reported meter may have contributed to the patient¿s injury, as the meter readings obtained correlated with her symptoms. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the reported meter, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.